Event description:
Two imf self-drilling screw were placed into the fixed portion of the maxilla and two imf self-drilling screws were placed into the mandible. The pt had extensive dental hardware with bridges both on the upper and lower teeth and in the region of the left mandibular. Two imf self-drilling screws were broken and the fractured screw piece was retained in the pt while attempting rigid purchase.